Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy due to stress urinary incontinence. It was reported that on 5/1/06 that the patient underwent removal of exposed mesh. The patient underwent gallbladder removal in 2010. The patient underwent a colonoscopy in (B)(6) 2013 in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.